Event description:
It was reported that twenty eight hours after the catheter was placed, the catheter was found fracture outside the body when the doctor attempted to administer the drug through the catheter. Additional info received on 7/15/2009 stated that the fractured part was the part outside of the pt's body, so there is no fractured catheter remaining in the pt and the catheter was removed by hand.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.